Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports.visual inspection confirmed that the drill guide support was bent. This would have led to the reported homing errors. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.

Event description:
It was reported that the handpiece did not home after calibration. Upon further testing, the drill was getting stuck in the handpiece and the torque was over 40 in multiple tests. The handpiece was replaced prior to the case starting; therefore, the patient was not impacted by the allegation. The results of investigation indicate that the drill guide support was bent, which is a reportable malfunction.